Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient reports they had been vomiting while wearing the pod. The patient reports receiving a communication error on their controller which was determined to be due to the pod and the controller not being in the proper line of site. Once at the hospital emergency room the patients pod was deactivated. The patient was treated with fluids as well as 4 units of manual insulin via injection. The patient was not admitted to the hospital as they were discharged from the emergency room the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.